Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly . The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds near its distal end. Conclusions: evaluation of the returned device revealed dried blood throughout the introducer sheath and offset coil winds near the distal tip of the embolization coil. The offset coil winds may have occurred due to attempts to withdraw the embolization coil into an introducer sheath occluded with blood. Once the blood was flushed out by a penumbra investigator, the ruby coil was advanced through its introducer sheath and a demonstration microcatheter without issue. The tortuous patient anatomy may have contributed to the resistance experienced during the procedure. The pusher assembly kinks were likely incidental and may have occurred during packaging for return to penumbra. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a variocele using ruby coils. It was noted that patient's anatomy was tortuous but not extreme. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil would only advance half way in a lantern. Therefore, the ruby coil was removed and the procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.